Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg)exhibited premature battery depletion. The ipg was removed and replaced. It was also reported that high atrial thresholds was noted. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.